Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, out of range impedance and oversensing due to noise was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and rv lead damage was not noted. Reprogramming was performed and the rv lead remains implanted. The patient was in stable condition.